Event description:
The core sumex drill was sent for evaluation and bias current error was experienced. No adverse event was associated with the device.

Manufacturer narrative:
Upon disassembly for visual inspection an issue with the motor circuit was found.

Manufacturer narrative:
Additional information will be submitted when the device evaluation is complete.

Event description:
The core sumex drill was sent for evaluation and bias current error was experienced. No adverse event was associated with the device.